Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss on the g5 mobile application occurred. The patient stated that while they were dealing with a hypoglycemic event, they experienced signal loss. No additional patient or event information is available. No data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss on the g5 mobile application occurred.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.